Event description:
It was reported the the product emitted smoke.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: suction irrigator started smoking probable root cause: 1. Insulation melting 2. Excessive cauterization 3. Manufacturing/assembly/ service error 4. User error 5. Nonconforming electrical components. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported the product emitted smoke.